Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent a right revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis. There has been no reported procedure for the left hip. Review of invoice history indicates the right hip revision procedure occurred on (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in operative report noted patient underwent a right hip revision procedure on (B)(6) 2013 due to inflammation and pain. Operative report further noted debris, pasty-type substance consistent with metal-on-metal reaction and lysis around the acetabular cup during the procedure. The modular head, acetabular cup and taper adapter were removed and replaced with a biomet head and a competitor cup and liner.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-05955 / -05958).

Event description:
Patient's legal counsel reported patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2011. Legal counsel further reports patient underwent a right revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, discomfort, soreness, dysfunction, loss of range of motion, metal poisoning, and metallosis. There has been no reported procedure for the left hip. Review of invoice history indicates the right hip revision procedure occurred on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.